Event description:
Boston scientific received information that this patient was admitted to the hospital after having syncopal episodes. Patient had total av block. During interrogation, it was noted, the pacing threshold measurements were high, and there was loss of capture (loc). It wsa suspected there was fibrosis on the tip of the lead, which caused increased thresholds, loc and the syncopal episodes. It was not suspected this rv lead malfunctioned in any way. The decision was made to perform a lead revision. This rv lead was kept for shock purposes, and a new rv lead was implanted for pace/sense purposes. All measurements were stable and within range. It was also noted that the pg was upgraded at this procedure. There was no allegation against the pg. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service for shock purposes only. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Several years later, this rv lead was explanted for out of range shock lead impedance measurements. The lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 12.5 cm from the terminal pin of the distal defibrillation conductor. The is-1 portion of the lead had been removed above the lead's yoke. Visual inspection noted an insulation abrasion approximately 54.5-56.5 cm from the lead¿s terminal pin. The abrasion was smooth and in a spiral formation and the high voltage conductor was exposed in this location. Resistance testing was completed on each lead segment to assess lead electrical performance. The measurements were in normal limits on the proximal segment but the measurements were out of specification on the distal portion due to the insulation abrasion. An x-ray was performed and the rate/sense conductor coils were found to be intact. Laboratory testing confirmed that the clinical observations of the out of range shock impedance measurements were most likely the result of the insulation being abraded through to the distal high voltage conductor. The type of damage is indicative of the lead being in contact with a hard surface or lead-on-lead contact. In addition, this type of damage could have also contributed to the observations of loss of capture noted previously.